Event description:
Set screws popped out causing a revision surgery.

Manufacturer narrative:
Items from the same lot were tested and work as they should. Original receiving inspection reports show implants to be in specification. Torque handles were tested and within operational calibration range.